Event description:
The account reported the side rail will not stay in the latched position. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician investigated and found the side rails all function as designed, possible user error. There was no repair needed, the bed functions as designed. Based on this information, no further action is required.